Event description:
It was reported that the patient complained of pain, and an examination revealed urethral erosion under the ams 800 occlusive cuff. The cuff was explanted, and the rest of the device system was sealed. The patient was treated and made ready for a new cuff replacement.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of pain and erosion was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient complained of pain, and an examination revealed urethral cuff erosion causing recurring incontinence under the ams 800 occlusive cuff. The cuff was explanted, and the rest of the device system was sealed. The patient was treated with cephalosporin antibiotic therapy and made ready for a new cuff replacement. The patient is scheduled to have a replacement surgery on (B)(6) 2020. The patient status post procedure was reported to be relapse of urinary incontinence.

Manufacturer narrative:
Updated.

Event description:
It was reported that the patient complained of pain, and an examination revealed urethral erosion under the ams 800 occlusive cuff. The cuff was explanted, and the rest of the device system was sealed. The patient was treated and made ready for a new cuff replacement. Additional information received stated that the patient experienced recurring incontinent. Also, the cuff caused the erosion, and the patient was treated with cephalosporin antibiotic therapy. The patient is schedule to have a replacement surgery on february 2020. The patient status post procedure was reported to be relapse of urinary incontinence.